Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4) .

Event description:
Report 9 of 10 received from (B)(6) stating that the device was being returned unused because "incoming order failed distributor's inspection." It is known that the device was not used in surgery. It is known that no pt or user injury or medical intervention occurred. There was no additional information provided.